Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received from the patient's attorney identified a review of the patient's medical record indicated the patient underwent surgical intervention on (B)(6) 2012 to revise the location of the thoracic ipg as the patient was experiencing discomfort due to the location of the ipg.

Event description:
Info received identified the pt's thoracic scs ipg was previously revised due to a "malpositioned battery." The pt's thoracic scs system is currently functioning properly. No further intervention is planned at this time.